Event description:
It was reported that the pump did not detect the battery. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 28july2022 via email and attached to complaint object: the event occurred during use with a patient on (B)(6) 2022 and caused a delay in medication and an interruption in treatment. There was medical intervention provided. Event problem and evaluation codes: updates not required.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken, the bottom case was cracked by the l-bracket, and the power cord clamp was broken. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the battery was not recognized by the interconnect board and all battery values were zero. Root cause of the reported event is unknown however, the interconnect board no longer operates properly. Replaced the interconnect board and replaced the battery preventively. Performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 12/12/2016